Event description:
It was reported that while using bd vacutainer® serum, the non-patient cannula disengages upon attachment to the tube, in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter address:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported that while using bd vacutainer® serum, the non-patient cannula disengages upon attachment to the tube, in 500 devices. No adverse impact was reported regarding the patient or user. Investigation summary bd received one photo and one video for investigation. After reviewing and analyzing the customer's photo/video, it was observed that one tube was pushing off during blood collection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum, the non-patient cannula disengages upon attachment to the tube, in 500 devices. No adverse impact was reported regarding the patient or user.